Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Prior to sensor insertion the area was prepped with alcohol wipes and smith and nephew¿s skin prep. The patient developed a rash, redness, and pimples under the sensor patch. The patient had itching sensation in the area. On (B)(6) 2023, the patient consulted a healthcare provider (hcp) and was prescribed an unspecified oral medication for the reaction. No additional patient or event information is available.